Manufacturer narrative:
Only the patient line assembly of the device was returned. The most proximal patient line tubing was observed to be disconnected from the tubing to luer connection. Adhesive was observed in the interior of the connection and on the tubing. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the exacta edms was leaking and needed to be replaced. It was also reported that "blood cultures did not come back negative."

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.